Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angiogram and stenting treatment procedure, a stent deployment issue occurred. The physician was repairing an occluded left thigh av graft. The venous anastomoses had a tight stricture, greater than 70% that was occluding the av graft outflow. Furthermore, the left iliac vein also had a stenosis greater than 70%. A 10x80x120mm epic vascular stent was implanted at the target lesion. Next, a 10x98x120mm epic vascular stent delivery system (sds) was advanced to the target lesion, and during deployment the epic vascular sds moved forward leaving an untreated segment in the iliac vein. A 10x40x120mm epic vascular stent was deployed to treat the remaining stenosis in the iliac vein. Post dilation was performed with a 10mmx40mm mustang balloon catheter. Overall the procedure was successful and the patient had an av graft and left iliac vein with good flow in the end. All stents had great vessel wall apposition. The procedure was completed and no further patient complications were reported. The patient's status is listed as fine.